Event description:
[Sotrovimab 500mg sotrovimab 500mg/100 ml 0.9% sodium chloride] use for covid-19 under emergency use authorization (eua): non-itchy bumps on torso. FDA safety report ID # (B)(4).

Event description:
[Sotrovimab 500mg sotrovimab 500mg/100 ml 0.9% sodium chloride] use for covid-19 under emergency use authorization (eua): non-itchy bumps on torso. FDA safety report ID # (B)(4).